Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two resolution 360 clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, both clips grasped, locked and successfully deployed onto the tissue; however, when they looked again, the clips were not on the tissue. It was noted that the clips were found in the channel of the scope. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.